Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant product: smart touch bidirectional sf catheter, model #: d-1348-05-s, lot #: 17546639l. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a smart touch bidirectional sf catheter. A heavy noise occurred on the recording system when the ablation was conducted. Furthermore, the contact force value soared to 110g. The value lowered to approximately 10g when the ablation was stopped. This continued to repeat during the procedure. Two indifferent electrodes were attached. The connection was changed to another indifferent electrode but the issue continued. The indifferent electrode cable was reconnected but the issue continued. The procedure was completed with no patient consequence using the same catheter with this issue. The noise issue was assessed as not reportable as the patient's heart rhythm was still visible to the operator when the noise issue occurred. Therefore, the risk to the patient was low. The high force issue was also assessed as not reportable as this issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster failure analysis lab received the catheter for evaluation and discovered on may 18, 2017 that the pebax had a hole just above the distal side of ring #2 allowing reddish brown material inside. The issue with reddish brown material was assessed as not reportable. The presence of reddish brown material is an expected finding after these procedures. The hole in the pebax was assessed as a reportable malfunction. The risk to the patient could have been critical due to the potential of thrombus formation from exposure to internal parts of the catheter. The awareness date is reset to may 18, 2017.

Manufacturer narrative:
Manufacturer's ref. (B)(4). It was reported that a patient underwent a procedure with a smart touch bidirectional sf catheter. A heavy noise occurred on the recording system when the ablation was conducted. Furthermore, the contact force value soared to 110g. The value lowered to approximately 10g when the ablation was stopped. This continued to repeat during the procedure. Two indifferent electrodes were attached. The connection was changed to another indifferent electrode but the issue continued. The indifferent electrode cable was reconnected but the issue continued. The procedure was completed with no patient consequence using the same catheter with this issue. The returned device was visually inspected and a hole was found on the pebax with reddish material inside. Per the event, the catheter was tested for electrical performance and it was found within specifications. Per the condition observed, scanning electron microscope (sem) testing was performed and the results showed evidence of a hole on the surface of the pebax. It is possible that damage was generated with an unknown object. No other anomalies were observed. Since the catheter was dissected to perform the sem study, the force test was not performed. However, the device history record (DHR) showed that the catheter was properly manufactured within specification. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of damage cannot be determined.